Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, we were unable to identify the exact cause of the occurrence. Regarding the foreign objects found in the a-rubber, we could not identify the foreign material and were unable to conclusively determine the root cause of the foreign material remaining in the device. This report was sent in error, as the field corrective action would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
During the device evaluation, it was found that the a-rubber contained foreign objects and the venting connector of the light guide connector had corrosion on the videoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, we were unable to identify the exact cause of the occurrence. However, it is speculated that it may have been caused by damage or deterioration of parts during handling, environmental factors such as dust, dirt, humidity, or ambient light, optical issues, compatibility issues, thermal issues, or electrical problems such as signal loss or circuit breakage. Regarding the foreign objects found in the a-rubber, we could not identify the foreign material and were unable to conclusively determine the root cause of the foreign material remaining in the device. The event is detectable and preventable by handling the device in accordance with the instructions for use (IFU). The IFU states the detection method in the enf-v2 series operation manual, chapter 3: preparation and inspection. The IFU states the preventative measures in the enf-v2 series reprocessing manual, chapter 3: cleaning, disinfection, and sterilization procedures. One or more failure modes identified have been previously investigated through the product technical investigation (pti) process and therefore do not require further investigation. Please refer to the coding table for the pti reference number associated with these failure modes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.